Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into the clinic after receiving a patient notifier for high, out of range, high voltage lead impedance. Programming changes were recommended. The patient will continue to be monitored.